Event description:
A report was rec'd that the pt had a pocket revision because the ipg was too deep. The implant was relocated, and the pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.